Manufacturer narrative:
Concomitant products: per reporter the catheter model # was supposedly 8731sc. (B)(4).

Event description:
Volume discrepancy was reported. Per reporter the actual volume was significantly lower than the volume expected. Although the reporter ¿didn¿t have the exact volume discrepancy values, it was between 4 and 6ml.¿ the pump was indicated to have been implanted 3 or 4 years ago. It was also stated that according to the physician, this had happened to the patient in a random way more than once. It was added that the ¿refill, control of concentration and dose have already been controlled.¿ patient was not into any activities involving exposure to high temperature or high altitudes. No diagnostic testing or troubleshooting was performed. Patient had experienced overdose symptoms. Drug delivered via the device was morphine. Patient status at the time of this report was alive with no injury. Reporter confirmed that the last refill was accurate and the programming was done correctly. It was later reported that the physicians wanted to change the pump as they can¿t determine the issue. Additional information has been requested; a follow-up report will be sent when it becomes available.